Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pin at the tip of the pituitary fell out. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is cracked at the centerline of the pivot pin hole, and the lower pivot pin is not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.